Event description:
Random failure of fetal monitor devices of varying types of issues outlined: fetal heart monitors "going black" and shuts off during a fetal heart rate deceleration on more than one occasion. Rebooting machine does not reset the machine to function leaving the provider without critical info about the baby or babies during a period of decision making to proceed with a c section; all appropriate software not installed at delivery as reported by philips bench technicians; transducers- the "equip malfunction" alarm occurs when there is wireless interference leading to confusion at the bedside for the rn and provider. Fetal heart rate tracing cannot be discerned from maternal heart rate during a prolonged deceleration on multiple occasions; monitors that failed before installation 4 monitors had to be removed from installation process as failed out of the box.. No report from company as to the issues; bp issues- random devices have not given a reading, while in use with patient remain continuously inflating, no results, shuts off and reads malfunction. All separate issues with bp components; tele (wireless) capability not working at bedside, while patient in bed, tele not working in room, tele not working outside of room like communicated on website in product literature or by sales team.